Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide kinked during use. No patient harm. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide kinked during use. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire will be analyzed as part of this complaint investigation. No definite signs of use were observed. Visual analysis revealed that the guide wire contained one kink towards the distal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire measured 72mm from the distal weld. The guide wire total length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .795mm which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The guide wire was inserted through the returned ars/introducer needle subassembly. The guide wire was able to pass with minor resistance due to the kinking. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.